Event description:
It was reported that (1) device was used during a ileocolic resection. It was reported by the affiliate that the surgeon was making a side to side anastomosis using a tlc75. First firing seemed ok. Second firing across the top of the anastomosis there was 1cm at the distal end with no staples. The surgeon had to use sutures by hand, to complete the case.